Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt was bilaterally implanted in 2007. Since the beginning in situ measurements of the concerned device (left) showed 5 channels with short-circuits. By adapting the pt's fitting maps the hearing progress was not affected. The hearing performance with concerned device suddenly reduced, and further checks were performed. Recent in situ measurements showed 8 channels with short-circuits. Re-implantation surgery was carried out on (B)(6) 2013.